Event description:
Event description: cpi received information that the implantable cardioverter defibrillator (ICD) displayed a warning message indicating a reset had occurred and the ICD may have undergone a malfunction. The ICD was removed and replaced.